Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in clinic for a routine check, and prior to device interrogation, it was noted on a hard copy of a remote check transmission from (B)(6) 2018, that a patient notifier alert was received for out of range, high voltage lead impedance on the right ventricular lead. Upon completion of the interrogation, low out of range high voltage lead impedance was observed. High voltage tests were performed multiple times while performing pocket manipulation and range of motion exercises of the left arm, the results noted all high voltage lead impedance measurements were within range. Lead revision was discussed. Patient was stable.

Event description:
New information received notes programming changes were made to ensure biventricular pacing and tachy was left on per physician¿s request. Noise was not seen on the sense amp channel with movement and testing. All tests performed were normal except for out of range, high voltage lead impedance. Patient was stable.